Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2, h6, and h11. Complaint conclusion: as reported, the 4mm 30cm 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter was attempted to be inflated. However, it ruptured at five atmospheres (atm) during its initial inflation. Therefore, it was replaced with a new saber pta with different lot number and it could be inflated. There was no reported patient injury. This was an in-stent restenosis (isr) case. The lesion was the left superficial femoral artery. A contralateral approach was made. An unknown guidewire (35) crossed the lesion and it was changed to another non- cordis guidewire. The product was not returned for analysis as it was discarded due to hospital regulation. A product history record (phr) review of lot 82184767 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. With the information available and without return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported events. The device was used for an I-stent restenosis case, stent struts can easily damage balloon material if caution is not met when attempting to cross inside the stent and upon inflation. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82184767 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 4mm 30cm 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter was attempted to be inflated. However, it ruptured at 5 atmospheres (atm) during its initial inflation. Therefore, it was replaced with a new saber pta with different lot number and it could be inflated. There was no reported patient injury. This was an in-stent restenosis (isr) case. The lesion was the left superficial femoral artery. A contralateral approach was made. An unknown guidewire (35) crossed the lesion and it was changed to another non- cordis guidewire. The device will not be returned for analysis because it was discarded due to hospital regulation.